Event description:
It was reported that the customer¿s continuous glucose monitor would not pair with the ilet while glucose readings continued on the libre mobile application, indicating the sensor was in use by another device and subject to a connection limit. Symptoms included no device alarms or alerts and no reported adverse health effects. Outcomes included the need to replace the cgm and discontinue the conflicting mobile application to restore intended connectivity. Investigation included troubleshooting and education conducted by customer care regarding device pairing behavior and connection limits. Investigation of this case revealed that concurrent use of the libre app prevented cgm pairing to the ilet, consistent with a use-related connectivity conflict between the cgm and external applications. It was concluded, based on previously established findings for similar reports, that the cause was user interaction contributing to a known device-use limitation regarding single active connections.